Event description:
The surgeon (name unknown) reported via the sales rep, (B)(6), that a patient required a revision procedure of the constrained acetabular insert. The surgeon reported that he believes minimal movement caused dislocation and that he is concerned as this is a heavily constrained device. The surgeon reported that the device will be made available for investigation and that upon extraction, he did not identify any obvious signs of failure.

Event description:
The surgeon (name unknown) reported via the sales rep, (B)(4), that a patient required a revision procedure of the constrained acetabular insert. The surgeon reported that he believes minimal movement caused dislocation and that he is concerned as this is a heavily constrained device. The surgeon reported that the device will be made available for investigation and that upon extraction, he did not identify any obvious signs of failure.

Manufacturer narrative:
An event regarding dislocation involving an all poly constrained insert was reported. The event was not confirmed. The reported device was substantially damaged. It is believed this damage occurred during explantation. Medical records were not reviewed for this investigation as they were not provided. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because the returned device was too severely damaged. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.